Manufacturer narrative:
Product complaint # (B)(4). H4- unable to determine product manufacturing date based as lot number was not provided. Continued follow-up is being conducted and any additional information received will be reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient was revised due to infected left knee. Remove attune lps xxsmall 12mm insert and lps xxsmall hinge pin and replaced with new of the same size. Wash out & ID. There was no lot number on the hinge pin that was taken out. It was unknown if there was any surgical delay. (B)(6). Affected side: right